Event description:
It was reported by the customer that the handpiece was leaking a grayish oily fluid from the shaft towards the saw end tip. The technician reported the fluid was observed at the beginning of a podiatry case, the handpiece was changed out for another handpiece they had on hand. The fluid did not come into contact with the pt. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The saw involved in the reported event was evaluated. During the eval, the technician noted corroded spacer washer and worn bearings. The leaking fluid reported by the customer could have been caused by left over water in the handpiece after cleaning and sterilization. If the customer does not allow the proper dry time of the handpiece after cleaning and sterilization cleaning then standing water can be left behind in the product. The handpiece was repaired and returned to the customer.